Event description:
A customer contacted global technical services regarding assistance with the homechoice (hc) unit during use. The home patient (hp) stated that her catheter came apart and the patient line ended up on the floor. The hp stated there was no cap on the end and wanted to know what to do. The hp stated that there were no alarms and she reconnected during the fill cycle. The technical service representative (tsr) explained to the hp that they needed to end therapy, disconnect and contact the on call nurse for further medical instructions. The hp stated that they wanted to contact the nurse in the morning and not perform any further therapy. Product surveillance spoke with the peritoneal dialysis (pd) nurse in 2009 and they clarified that the separation occurred between the transfer set and the patient line. The nurse stated that they have replaced the transfer set, gave the hp antibiotics prophylactically and the hp did not have an infection. The nurse stated that she was not sure how the transfer set became disconnected at the patient line and suggested that product surveillance follow up with the patient for additional information. The nurse stated that the lot number was not available, they had already discarded the transfer set and the hp was able to resume therapy without any problems.

Event description:
.

Manufacturer narrative:
Product surveillance spoke with the hp in 2009 for additional information and they stated that she was lying in bed, noticed that the transfer set had separated from the patient line, she panicked, held the ends together with her fingers and attempted to reconnect them back together. The hp stated that after she realized what she did, she called baxter for assistance and they informed her to end therapy and contact her nurse. The hp stated that the transfer set had malfunctioned; she mentioned that her transfer set was changed about a month ago and she felt that the nurse who changed her transfer set didn't really securely tighten the connection. The hp stated that the connection didn't feel as secure as before and didn't want to tighten it on her own thinking she didn't want to break it. The hp stated that otherwise, therapy is going well for her and did not report any injury or medical intervention. Per the health care professional, the sample was discarded.